Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Type of procedure. At what stage of the procedure did the issue occur. How many sutures involved. What steps were taken to rectify the situation (i.e. Opened a new suture packet etc..). Any impact on the patient because of the issue raised. Is the impacted product available for collection.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The customer experienced the suture fraying and coming away from the swage. No adverse patient consequences were reported. No further information is available.